Event description:
It was reported that during an unknown procedure, the tissue pad was melted half off. Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4,6: information anticipated, but unavailable at this time.